Event description:
It was reported that the patient experienced infection with an ambicor penile prosthesis (app). A surgical procedure was previously performed on an unknown date in which all the components were removed. The patient did not experience any further complications with this procedure. A reimplant surgery was performed in which a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. No more information available at the moment. Should additional information become available, it will be provided.